Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted: ventricular capture management trends shows max. Threshold setting increased from 1 volt week of (B)(6) 2014 to 2.5 volts week of (B)(6) 2014. Ventricular capture management remained at 2.5 volts through the week of (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 ipg implanted: 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. X-ray confirmed that the lead had become dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.